Event description:
On (B)(6) 2023 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with an infection. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient contacted the outpatient home dialysis clinic on (B)(6) 2023 with complaints of a low-grade fever, abdominal pain, and cloudy peritoneal effluent fluid. On (B)(6) 2023 the patient¿s daughter brought a sample of peritoneal effluent fluid, and a peritoneal effluent fluid culture and cell count (wbc = >1559 mm3) were collected. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) tazicef 1000 mg daily for 21 days, and ip ceftazidime 1000 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive for neisseria mucosa and the patient¿s ceftazidime was discontinued. The pdrn attributed causality to an alleged breach in aseptic technique during ccpd therapy and was unrelated to any malfunction or deficiency of a fresenius product and/or device. The patient is currently in stable condition and is recovering from the events. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler without reported issue.